Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad issue. The customer's blood glucose level was unknown. The customer reported that the insulin pump battery life was diminished, rejected new batteries, pump was slower during rewind, random unexplained no delivery alarms and escape button got stuck down. The insulin pump, reservoir and sure t will not be returned for analysis.